Manufacturer narrative:
H10 manufacturer narrative: siemens healthcare investigated the reported issue in detail. As previously reported, the customer stated that upon returning from vacation on (B)(6) 2023, the radiation protection window (lead glass 0.5mm pb) of the operator table had broken into small pieces. According to the information received, no employees were present during the vacation and the room was not cleaned. Therefore, it can be excluded that the shield was hit during cleaning activities. The inspection of the operator table did not reveal any problems with the fixation points and screws. In (B)(6) 2022, the maintenance was performed without any reported abnormalities. It was suspected by the service engineer that the radiation protection window was broken at its fixation points. However, this can be technically excluded. This system was installed in march 2022. In case of problems at the fixation points, the glass would have broken immediately. According to the available information the room temperature was 19°c. In the operator manual, the ambient temperature for this system is specified in the range of (B)(4) (see xpw7-388g.620.60.01.02 on page 166). Therefore, the room temperature in the affected room was slightly lower than that specified in the operator manual. However, this does not have any impact on the described issue. Since no one was present at the time of the incident, no defects were found during the inspection by the service engineer and based on the provided information, the root cause cannot be determined. The described issue was solved on site by replacing the damaged part. The spare part consumption of the radiation protection window (material number 11513521) shows values that are below the defined threshold. No general issue is known. The complaint is closed with this statement and without further measures.

Event description:
The customer stated that upon returning from vacation they found the radiation protection shield of the system console broken and shattered. Pieces of glass were lying on the floor. Safety glass can break, and breakage cannot be completely prevented. Should the safety glass break, no pointed or sharp-edged splinters will result. The fragments have a square shape and do not have sharp or pointed edges. It is assumed that in a worst-case scenario, if a fragment hits a person's eye, a serious injury may occur. The probability for a serious injury to result if the event recurs is currently assessed by siemens as inconceivable. As of the date of this report, siemens is unaware of any injuries that have occurred due to a radiation protection shield breaking.

Manufacturer narrative:
Manufacturers analysis: a siemens customer service engineer (cse) evaluated the system and verified the system environmental conditions were within specification at 19 degrees c and 53 percent humidity. The room dimensions were found to be sufficient. No fault was found with the screws at the base of the radiation protection shield. The cse cleaned up the broken glass from the system area. The radiation protection shield will be replaced. The system was installed on march 22, 2022. The root cause for the issue cannot be determined based on the evaluation and information provided by the customer. A supplemental report will be submitted if additional information becomes available.